Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter has a line through the display. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate (cca). The pt manages her diabetes with oral medication. The display issue began three days earlier. The pt did not make any changes to her diabetes treatment as a result of the product issue. At 24 hours after the onset of the product issue, the pt reportedly developed symptoms described as "increased perspiration and agitation." The pt denied receiving any treatment for hypoglycemia or hyperglycemia. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the cca verified that there was no product misuse. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.